Manufacturer narrative:
(B)(4). Evaluation results: deformation problem (stent damaged post deployment by tip of a balloon). Related to operational context (stent damaged post deployment by another device). Results: operational context contributed to event (stent caught bytip of balloon post stent deployment).

Event description:
The physician was using a balloon catheter in a patient; however it was reported that during the procedure the tip of the device caught on a previously deployed complete se stent. This resulted in the tip of the complete se stent to become damaged and in the stent marker band to fold back into the stent. A coronary balloon was used to try and move the stent marker band a racer stent were used to fix tip of the stent. It was reported that the patient was fine post procedure. Cine image review: two images were provided for review. Both images appear to confirm the stent deformation. A marker band appears to be folded back into the stent. There are no images of the balloon.